Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not opening sessions for several implantable devices. It was noted that the telemetry indicator did light up, but that the programmer would freeze during the loading phase. The caller was advised to attempt to re-install the software and to send to service if the issue persisted. The programmer remains in use at this time. No patient complications have been reported as a result of this event.